Event description:
The lay user / patient contacted lifescan (B)(4) on may 27, 2011 alleging an error 4 message with their one touch verio pro meter. The patient was unable/unwilling to verify whether they exhibited any symptoms due to the alleged issue or whether the technique of applying blood on the test strip was correct. The patient did not have supplies with them at the time of the call to further troubleshoot. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since there is no evidence at this time whether the patient exhibited any symptoms or sought any medical attention. The complaint is being reported since the alleged error 4 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.